Event description:
The facility representative reported a flogard infusion pump that does not start. It is unknown when this condition occurred. Upon further investigation, baxter quality engineering determined the reported condition to be a battery issue. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "does not start" was confirmed during device evaluation. The cause of the reported problem was definitively identified to be a defective/depleted main battery. To resolve the reported problem, the main battery was replaced. Should additional information become available, a follow-up medwatch will be submitted.